Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that fragments of the instrument were lost during procedure. Post procedure x- rays were performed to verify that no fragments had entered the patient. The imaging confirmed that no fragments were retained. Since x-rays were taken, the case is deemed as reportable.